Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the tamper seal was removed, contamination on the battery springs, and the dso was lifting. There was no evidence in the device's event history log. Three accuracy tests were performed. Upon review, the reported problem was not able to be duplicated. The service history review identified no indication that the complaint was related to a service of the device within the review period. Health effects updated; b3: unknown. D3, g1,2 email is: regulatory.responses@icumed.com.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device failed volume test. No patient injury reported.